Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an unexpected outcome in the left eye post lasik. The patient was supposed to have a-1.25 sphere postoperative result but is close to plano. The patient will have an enhancement at a later date.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to and after the date of event/treatment. The root cause cannot be determined conclusively. No contributing factors were identified. (B)(4).